Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12422. It was reported the patient lost stimulation. The physician explanted two leads and implanted two new leads. Follow-up determined the patient and implanted two new leads. Follow-up determined the patient has optimal pain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.